Event description:
Customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level reported. Technical support provided pump reset information and guided the customer through resetting the pump. The error did not reoccur, and the customer successfully started their sensor session.